Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the patient died on (B)(6) 2014 and died in the hospital. Death was likely because of general heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture and separation was able to be confirmed. The reported difficulty removing was not confirmed as it was based on circumstances of the procedure. Based on a visual, dimensional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The reported patient effects of hematoma, vessel spasm, and death are listed in the armada 35 instructions for use. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a crossover procedure using a 6 fr sheath, the armada 35 6/40 mm was used to dilate a heavily calcified lesion in external iliac artery. There was no resistance felt during advancement of the balloon catheter to the lesion. The balloon ruptured radially during the first inflation at 10 atmospheres. During retraction of the balloon catheter into the introducer sheath the balloon was partially separated when resistance was felt as the balloon catheter stuck on the edge of the introducer sheath. The tip of the catheter remains in the patient. Computed tomography and an ultrasound was performed the day after the procedure and it looks like the distal tip and marker of the balloon catheter is sitting in the tissues outside the vessel in the groin. The patient had a vagal reaction during the intervention and a large hematoma post procedure and had to be sent to intensive care. A small surgical procedure has been performed and the surgeon was able to locate and remove the missing balloon marker; however, they did not find the missing balloon material. It is further reported that the patient has subsequently died. No additional information was provided.